Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. She said that she has had to change her set several times because of her high blood glucose. She even tried to rotate her sites. The customer said that her blood glucose is not going down when she delivers a bolus. Her blood glucose was 420 mg/dl and she treated with injections. The customer said she was able to rewind and prime again and the insulin exited. During high blood glucose troubleshooting, the customer said that the back-up plan that she has are injections. The drive support cap appeared normal. She declined to perform the high-pressure test. The customer said that there is a site issue which is blood at site. She said that she is not actively bleeding at the time of the call. The customer was advised to change the set. The pump will not be returning for analysis. The infusion set will be returning for analysis.